Event description:
Additional information identified the issue was resolved by replacing the charger wand. The patient is now able to charge the ipg. Replacement of external device resolved issue and did not require invasive medical/surgical intervention.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
The patient has not been able communicate or charge the ipg since being in a car accident. The patient is no longer receiving stimulation and the ipg has been confirmed to be inoperable. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date on previous report should be (B)(6) 2018.